Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was unresponsive. Customer reported that the touchscreen is sometimes unresponsive when unlocking the screen. During troubleshooting with tandem technical support the touchscreen was functioning as intended. There was no impact to the customer's blood glucose.